Manufacturer narrative:
(B)(4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a cervical procedure to implant a posterior fixation instrumentation at occipital to c4 a pproximately one and a half years ago. It was found recently that the rod broke at c1. The patient was asymptomatic and no revision surgery is planned at this time. The patient has been continually monitored.